Event description:
Patient reported obtaining back-to-back blood glucose results of 163 mg/dl, 220 mg/dl, and 86 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. A level-one quality control test was performed on the suspect device and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.